Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient had high impedances on one lead and the lead had migrated. Patient lost effective stimulation as a result. To address the issues, patient underwent surgical intervention on (B)(6) 2026 wherein both leads were explanted and replaced. Therapy was restored post-op.